Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. This complaint was classified using the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2013 from the patient's hospice nurse (reporter). The reporter stated the alleged issue occurred on (B)(6) 2013, in the afternoon. The reporter stated the patient was found unconscious by the patient's family at an unknown time. The patient stated she uses insulin to manage her diabetes. The reporter stated the patient's family contacted emergency medical services (ems) on the day of the alleged issue. The reporter stated the patient's blood glucose was measured using another meter, and the reading was "29mg/dl." The reporter stated the patient was taken to the emergency room (ER) and was treated for hypoglycemia, and she was released later that evening. The patient is currently undergoing treatment for diabetes and chronic obstructive pulmonary disease (copd) with hospice care. At the time of troubleshooting, the cca confirmed that the battery did not need to be replaced and the alleged issue was not resolved with troubleshooting. The cca confirmed the patient was using the correct test strips. When a new test strip was inserted into the meter, the meter did not turn on. When the power button was pressed, the meter did not turn on. This was not the first time the meter had been used, and there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that due to the meter issue, the patient was unable to test, therefore, a severely low blood glucose reading was obtained, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.